Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported that during use in a left av graft thrombectomy with shuntogram on (B)(6) year-old female, the tip of a 3fr fogarty catheter was observed to be missing upon removal of the catheter. The surgeon used fluoroscopy to locate the missing tip, but he was unable to remove it. There was no allegation of any patient consequence.

Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. The catheter body was broken around the proximal end of the proximal balloon windings. The catheter tip, distal of the break location, was missing and not returned. The residual balloon windings and adhesive were visible at the break location. The customer report of "tip separated from the catheter" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Medwatch report #mw5079351 was received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.